Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer contacted the technical support engineer (tse) for assistance because the patient side cart (psc) was running on battery. Troubleshooting by the customer included trying moving psc's power cord to another ac wall outlet and the reported issue persisted. They confirmed psc circuit breaker is up. Tse reviewed logs and found errors 417, 418 and 817 pointing to the psc power supply issue. Both power supply 1 and power supply 2 dropped, causing psc to switch to battery. Tse asked customer to remove instruments and cycle system power; however, surgeon was unable to cycle system power at this point of the procedure. Surgeon completed anastomosis and wrapped up surgery after 10 minutes. Then, staff removed instruments and undocked from patient. Customer then cycled system power, pressed patient cart emergency power off (epo) per protocol and circuit breaker down for 10 seconds. System powered and homed successfully. The psc switched to ac power on power up. The procedure was completed robotically with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced both power supplies on the patient side cart (psc). Isi received the power supply switchers (two units) associated with a customer complaint. Investigations were completed and failure analysis did not confirm the reported complaint. The units were tested on the test system with multiple power cycles and sitting idle in the test system without triggering any errors.